Event description:
Olympus medical system corp. (Omsc) was informed that bacteria were detected from the unused subject device. There is no report of the species of the bacteria or adverse event related to the detection of the bacteria.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). The eval confirmed that the subject device had been used for almost a half year from the use history record stored in the memory chip of the subject device. Unidentified chips were found from the biopsy channel of the subject device. Omsc reviewed the MFR history of the subject device and confirmed that there was no irregularity found. Considering the eval result, omsc concluded that the subject device was not unused, but had been used for almost a half year, and insufficient reprocessing of the biopsy channel of the device by the facility could not be ruled out as a contributory factor to the reported event. There were no further details provided at the present. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.